Manufacturer narrative:
(B)(4). Concomitant medical devices: part 00875505202 lot 2737388 acetabular cup; part 00875505000 lot 2756567 bone screw; part 00877503603 lot 2735781 femoral head; part 0106010004 lot 4020629 femoral stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced severe pain from the hip, a severe limp, and difficulty with ambulation approximately 7 years post implantation. However, no revision has been reported to date and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.

Event description:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.